Event description:
It was reported that an increased capture threshold was observed due to dislodgement. The lead was explanted and replaced. The patient is doing well.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.